Event description:
Reportedly, on operating, fired but a half of the all round of tissue could not be cut and the instrument could not be removed from the cavity. So changed to open surgery and the reanastomosing would be performed.